Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying inaccurately high results compared to her feelings or usual results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 11:14pm, the patient reported obtaining '360mg/dl' on her lfs meter. The patient reported she normally uses insulin pump therapy (unknown type) to manage her diabetes. The patient reported on (B)(6) 2012 at 11:14pm, she self administered 5 units of unknown insulin in response to the reading. The patient reported at 11:49pm, she developed symptoms of 'dizzy, disoriented and shaky.' The patient reported she immediately treated herself with glucose tablets or gel. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient's test strips were in good condition. The cca noted the patient was using an approved sample site for testing. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter alleged obtaining an inaccurately high reading, administered insulin based on that reading, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) correction: mss inadvertently noted the subject meter to be a onetouch ultra meter. The meter involved in this complaint is actually a onetouch ultralink meter. The 510k # is k073231.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were evaluated and no faults were found. The retain test strips also passed testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.